Event description:
The patient had the system explanted and replaced to address the issue. It was found that the lead was loose in the ipg header, resulting in high impedance.  Reportedly, the patient has effective stimulation.

Event description:
It was reported that the patient was unable to have an MRI due to high impedances on their lead. It is unknown which lead contributed to this issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000052429.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.